Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. In 2001, patient's blood glucose was 168, 133 mg/dl. Tests were done 20 minutes apart. Patient did not experience any adverse events. No further information has been reported.